Event description:
It was reported that the customer was receiving a low battery alert from her insulin pump despite a recent battery change. Her blood glucose was 169mg/dl at the time of reporting. The customer was advised that the alert would recur if it was not cleared, and was assisted with clearing it. The customer declined additional troubleshooting to ensure her insulin pump was working properly. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.